Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is complete. The reported problem (failed incoming functionality testing) was confirmed. As received, the electrode belt failed incoming functionality testing. Upon investigation, the front therapy electrode was pulled off of the ECG 'a' and 'b' cable. The cause of the test failure was the pulled front therapy electrode. The root cause of the pulled front therapy electrode cannot be positively identified but is likely due to excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) failed incoming functionality testing.